Event description:
Customer reported on a bravo ph capsule that failed to attach. After placing, the physician pressed the plunger and observed that when it was pressed the normal sound of air pressure release did not happen. Another capsule was calibrated and successfully attached. The patient was not injured following the procedure.